Event description:
It was reported that the rv (right ventricular) lead dislodged. The m.d. Noted an outer insulation breach at explant. No patient complications have been reported as a result of this event.